Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6) 2014, the patient experienced a cerebrovascular accident (cva) and was hospitalized. On (B)(6) 2014, the patient was discharged to hospice care. Per the physician, the cva and death were not related to the device or procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no nonconformances that would have contributed to this event. The reported patient effects of cerebrovascular accident and death are known observed and potential patient effects as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The previously reported cerebrovascular accident and patient death were assessed by the physician as not related to the device or procedure.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a carotid stenting procedure with placement of a 7-10 x 40 mm acculink stent in the right internal carotid artery. On (B)(6) 2014, the patient experienced pain over the right eye and took an ibuprofen. The patient laid down to rest and never regained consciousness. The patient was taken to the hospital, but was discharged back to hospice. The patient condition deteriorated and the patient eventually passed away the day of discharge. Cause of death was listed as cerebrovascular accident. There was no additional information provided.